Event description:
A malfunction alarm with code "malf 0" was reported. There was no adverse impact to the customer's blood glucose level. Customer technical support provided instructions to reset the pump, assisting the customer with the process. The malfunction did not recur after the reset, and the customer was advised to call back if the issue happened again. Customer acknowledged and understood the instructions.